Event description:
It was reported that the surgeon had 4 pedicle screw tulips splay on him while final tightening his scoliosis construct. The surgeon used the stainless steel deformity system. One of the screws in the middle of the construct was left without a locking screw because the splay was too great for the locking screw threads to engage the threading on the screw tulip. The levels fused were reported as t5-l1. The affected pedicle screws were left t6, right t6, left t11, and right t11. There was an operating room delay of 15 minutes. Additional anesthesia was not administered due to the alleged incident. There was no pt adverse event. There were no back up items. The construct was left as is. Surgery was completed.

Manufacturer narrative:
The devices involved int he reported incident are not expected to be received for evaluation. An investigation has been initiated based upon the reported information.